Event description:
Bilateral distraction, bone did not distract postoperatively. The left hand side device was broken where the threaded part engages the drive screw and was replaced with a new item. Original surgery date in 2006, revision surgery 2 weeks later.